Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a language conversion issue. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service of the configuration. Although no evaluation was performed, this will be documented as a malfunction, the cause of which was not determined. No further investigation or action is warranted.